Manufacturer narrative:
Invacare has requested the wheellocks be returned for inspection, the dealer stated they unclear if the wheel locks need to be replaced or tightened so will not be returning at this time. It is unknown when or if maintenance has ever been performed on the device. Page 14 of the user manual part #1110546 it states: wheel locks are not brakes. Engaging the wheel locks may not prevent the wheelchair from moving on all floor surfaces including those that may be wet or slick. Always exercise caution when transferring into or out of the wheelchair. Page 24 states: before attempting to transfer in or out of the wheelchair, every precaution should be taken to reduce the gap distance. Turn both casters parallel to the object you are transferring onto. Also be certain the wheel locks are engaged to help prevent the wheels from moving. A new copy of the manual is being sent to the provide to forward to the end user, which includes adjustment instructions for the wheel lock. Should additional information become available, a supplemental record will be filed.

Event description:
The end user reports the right wheel lock on her trex28 wheelchair did not work properly. During a transfer the chair rolled when it was supposed to be locked causing an accident in which she fractured her hip.